Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed a leak at the 'y' connector joint within the pump tubing organizer, but the exact location and cause of the leak could not be determined. Review of the device history record did not identify any related nonconformances. Training was conducted at manufacturing site as a preventive measure. Device not returned.

Event description:
Customer called to report blood leak under the pump tubing organizer. Customer noted a dime-sized spot of blood under the kit. Customer stated she continued treatment for a few minutes and did not notice an increase in the spot. Css advised the customer to abort the treatment, but consult with the physician to determine if blood could be returned to the patient. Customer chose to abort the treatment with no blood returned to the patient and start the patient on another kit. When customer removed the kit, it started leaking. Customer confirmed that blood did not get into any of the transducers, and service is not needed at this time. The customer has agreed to provide pictures for investigation.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d304/268. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pump tubing organizer (pto) leak. No corrective and preventive action has been initiated for pump tubing organizer (pto) leak. This assessment is based on the information available at the time of the investigation. Analysis of the photos provided by the reporter is in progress at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4). Device not returned